Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Two (2) actual devices were received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye was performed and damaged female connectors were observed on both samples. A leak test was performed using the returned minicaps and a leak was observed beneath the minicap on both samples. The samples were re-tested using an in lab minicap and a leak was identified. Clear passage and clamp function testing were performed and there were no issues observed. The reported condition was verified. The cause of condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter name and address: facility name is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set was unable to fit tightly with the minicap which resulted in a leak. This occurred during use of the devices for continuous ambulatory peritoneal dialysis (capd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.